Manufacturer narrative:
(B)(4). Medical product: tibia fixed cemented catalog # 42542006701 lot # 65262805, psn 2.5mm female scr 25mm 2pk catalog # 42-5099-025-25 lot # 65259757, headless trocar drill pin 75mm catalog # lot # catalog # 00-5901-020-00 lot # 65245936, 3.5mm hex headed screw x 48mm catalog # 00-5901-035-48 lot # 65307237, psn all poly pat ply 35mm catalog # 42-5400-000-35 lot # 65271003, pers rev 3mm off stem 15x135 catalog # 42-5603-135-15 lot # 64799486, pers rev 3mm off stem 16x135 catalog # 42-5603-135-16 lot # 64891211, psn rev tib fix np sz d r catalog # 42-5420-067-02 lot # 65114284, psn rev fem cmt ccr std sz 3r catalog # 42-5046-054-02 lot # 64867229, psn asf cps 18mm ve r 3-5 cd catalog # 42-5226-004-18 lot # 64917506. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure, the surgeon mistakenly opened left implants which were implanted into the patient. The error was noticed after impacting the components. All components were removed without additional bone loss or complications, and the correct right sided implants were placed. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error. Medical records review indicates that left femoral and left tibial implants assembled and implanted, noticed it did not look correct, quickly removed the left sided implants without loss of bone and the right sided femoral and tibial components were implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.